Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, absence of alarm, possible under delivery anomaly and hyperglycemia. The customer reported blood glucose value of 380 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported that the pump was not delivering insulin the pump was not reporting occlusion while the infusion set was occluded. High pressure test did not pass twice. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-1812 will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08700 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit was successfully download using thump for history files and trace files and carelink. Confirmed (41.1) units of normal bolus was delivered on (09/11/2024) between (00:54) and (20:19). The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. . Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained serial label. P-cap was attached and locked into place properly. Device tested failed is not confirmed. Audio anomaly is not confirmed. Possible under delivery is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.